Event description:
Pt underwent orif of right tibial plateau on 1/13/97. When drain was removed surgeon discovered the tip had been retained. The retained piece was removed on 1/14/97 without an adverse outcome.